Event description:
Physician was attempting to treat a lesion in the lcx with 90% stenosis using an endeavor resolute rx drug eluting stent. The device was prepped before use with no issues noted. The lesion was pre-dilated, but the device could not pass the lesion. No resistance was noted during advancement to the lesion. The physician used another endeavor resolute device to complete the procedure. No patient injury was reported. The device was returned to the manufacturing facility and analysis revealed damage to the stent. Evaluation summary the 10th, 17th and 18th proximal stent segments were deformed with numerous struts partially raised and deformed. The remaining segments were intact. Please note that this device (endeavor resolute rx) is distributed outside the united states; however it is similar to the united states distributed product (resolute integrity rx).

Manufacturer narrative:
Evaluation: results: inherent risk of procedure (stent deformation), patient¿s condition affected effectiveness of device (stenosis), deformation problem; evaluation: conclusion: known inherent risk of a procedure (stent deformation), device failure related to patient condition (stenosis). (B)(4).